Event description:
As reported by the customer in an incident report to the italian ministry of health, during an unknown procedure, the device teflon pad melted. There is no harm or adverse impact to the patient or anyone else.

Manufacturer narrative:
Additional information is not available for this event. Due diligence has been performed. The device will not be returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device history record review confirmed that the device lot had no anomaly in inspection for high frequency output and appearance. Although the exact cause of the event could not be identified based on the results of the investigation, it is likely that the teflon pad deteriorated, due to excessive heat as a result of contact with a non-insulated area of grasping section. The following scenario likely caused the event, ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or output was repeatedly activated after a transection of tissue. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."